Event description:
The patient was revised because of osteolysis and poly wear of the patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear. The initial reporting stated additional investigational inputs were not available. The root cause of the device wear could not be conclusively determined. Evidence was found suggesting poor device alignment was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.